Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. Based on the results of the investigation, it likely that the problem occurred due to a cable failure that caused a communication failure, and the images were not displayed. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited no image display. The issue occurred during preparation for a therapeutic endoscopic sinus surgical (ess) procedure. The procedure was completed using a similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no image display. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.